Event description:
The right side of the pump was intact and working fine with the connected channels. Went to attach channel to the left side of the pump and it would not read the left side when chamber was attached. The right side of the pump already had three on it, had to locate another IV pole with a pump.